Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, starting the process of washing the instrument after surgery, ceye (sterilization center) personnel detect the ¿torn¿ instrument cable, it is decided to wash it and report it. Staff comments that the instrument was used correctly at all times. There was no report of patient involvement.